Event description:
It was reported that approximately six months prior to the report, the patient was experiencing stimulation in the wrong location, less than 50% therapy relief at the lead location, and pain at the lead location. The cause of the issue was determined to be that the lead was in the wrong location. It was noted that there was lead migration. A revision was done and the surgeon replaced the lead and two extensions, and the lead location was changed. Reprogramming was performed. It was noted that the lead and extensions would be returned. The product issue was resolved, and the patient was alive with no injury at the time of the report. No further outcome was reported regarding this event. Additional follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: 37081-40, serial# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: 37081-40, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information reported the patient was "well" and receiving "effective therapy" at the time of follow-up.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 37081-40, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the lead found the proximal end connector was ¿not completely seated in the extension.¿ analysis of both extensions found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.